Event description:
It was reported that the as lvp 20d low sorb ss 1.2m was blocked/occluded during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "I have IV tubing that some of the nurses put aside which wouldn¿t allow fluids past the filter."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/7/2021. H.6. Investigation: one sample was returned for investigation by the customer. Prior to functional testing the set was visually examined for defects and abnormalities. The tubing separated at the filter outlet junction. The reported tubing was not reported for a separation, this issue most likely happened in after the occlusion incident. The reported tubing could still test to see if solution would pass through the filter. Set was attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The glycerin solution was able to pass through the filter. The customer complaint that the tubing won't allow fluids past the filter could not be replicated. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model 2202-0007 lot number 20115719 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 14th related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20115719 regarding item #2202-0007. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d low sorb ss 1.2m was blocked/occluded during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "I have IV tubing that some of the nurses put aside which wouldn¿t allow fluids past the filter."